Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose reading of 367 mg/dl. The customer stated that he changed the infusion set three times and his blood glucose continued being high. Troubleshooting was performed. The programming on the insulin pump was correct. The basal and bolus matched to the daily totals. Ran a fixed prime test and the insulin did not exit. Instructed the customer to change the infusion set and performed again the fixed prime test. The test passed and insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.